Manufacturer narrative:
A steris service technician and the user facility's biomed department inspected the surgical table and were unable to duplicate the reported event. No repairs were required. The table of the event was installed in 2006 and is not under steris agreement, the user facility is responsible for all maintenance activities. Based on the inspection performed by the technician and the user facility's biomed department, the reported event is attributed to facility personnel not properly resealing the table after maintenance activities to prevent fluid intrusion. The 3085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The 3085 surgical table operator manual (1-2) states, "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The 3085 surgical table preventive maintenance checklist states to perform the following twice annually, "5.1 secure all covers and shrouds. Apply rtv sealer to meet ipx4 requirements." The technician counseled user facility personnel on the importance, specifically resealing the base cover around the table following maintenance or service repairs. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 surgical table moved into trendelenburg position without being commanded to do so. A procedure delay occurred as a patient was moved to a different table. The procedure was completed successfully. No report of injury.